Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead the sheath had buckled, which was then removed and reinserted with a "buddy" wire and the lead was placed in the ventricle. The physician reported that the helix would not extend and the lead was removed. Upon further inspection of the lead, the physician reported that the lead body was twisted inside the lead approximately 10 cm proximal to the coil and it was concluded that the torque was likely not transferring down the lead properly. The attempted lead was removed and replaced. No patient complications have been reported as a result of this event.